Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for m6104t510 was reviewed and the product was produced according to product specifications. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
It was reported that the thumb valve became stuck after several uses. It remained depressed in the down position and continued suctioning the patient. The suction catheter was changed out immediately for a new one with no impact to the patient. No further information has been made available at this time.

Manufacturer narrative:
One used sample was received for evaluation. When received, the position of the thumb valve was in the down position, however, it could be manually pulled into the full upright position. When the valve was pressed down, however, it did not return to the upright position. The thumb valve was dissected and compared to a standard sample. The investigator noted a shiny condition inside the elastomeric seal that was not present in the standard sample. This is related to the manufacturing process. Therefore, the manufacturing process cannot be ruled out as a potential root cause. Corrective actions have already been taken by the facility. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).